Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1 month after the dental implant and abutment (for a maxillary prosthesis) were placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's pain and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc after the evaluation was noticed that the item received is different from the item reported. Therefore, the item was corrected and the lot number was not considered.

Event description:
The clinician reported that over 1 month after the dental implant and abutment (for a maxillary prosthesis) were placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the patient's pain and insufficient bone quality. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. Rp.017270.